Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 hot biopsy forceps was unpacked on (B)(6) 2018. According to the complainant, during unpacking, it was noticed that there was tear in the device packaging and sterility of the device was compromised. There was no patient or procedure involved.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 hot biopsy forceps was unpacked on (B)(6) 2018. According to the complainant, during unpacking, it was noticed that there was tear in the device packaging and sterility of the device was compromised. There was no patient or procedure involved.

Manufacturer narrative:
Visual analysis of the returned device found the tyvek of the packaging partially removed, compromising the sterile pouch. On the opened section of the pouch, adhesive was noted, showing evidence that the tyvek was properly attached to the pouch. Evaluation revealed the tyvek of the packaging partially removed, which is evidence that an external force was applied to manipulate it. Therefore, the most probable root cause is "handling damage" since no manufacturing issues were noted and the complaint was caused by handling of the device without direct patient contact. The device history record review found the device met all manufacturing specifications.